Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The device is currently under investigation at our lab in (B)(4). A f/u report will be provided after the device is available and the eval is finished.